Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Was the device difficult to close? Were the donuts inspected? If so, please describe. How was leak identified? How was the leak addressed during the revision surgery? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation? If so, please describe. What is the current status of the patient?

Event description:
It was reported that the surgeon did laparoscopic anterior resection on (B)(6). Patient with anterior anastomosis leak on day 2 post op. The surgeon said the firing is tougher the usual. The washer has been cut. He think the stapler has formed because air leak test was negative. The patient had revision surgery on (B)(6) 2019.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Rectosigmoid tumour. What healthcare professional fired the device and what is his/her experience with the device? I fired it personally. I¿m the primary surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? All the way to the end¿. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Was the device difficult to close? It was tougher than the usual. Were the donuts inspected? If so, please describe. Yes - they were both complete. How was leak identified? Clinically via the pelvic drain - fees was coming out of it. How was the leak addressed during the revision surgery? A hartmann¿s was done. What was observed at the site of the leak upon reoperation? The defect was anteriorly. Were there any issues noted with staple formation? If so, please describe. The stapplers were malformed. Not in the b formation. What is the current status of the patient? He was discharged after 10 days and is recovering. He would require another surgery to reverse his stoma in the future.